Event description:
It was reported that during hospitalization a stroke occurred. No treatment was performed. This event resulted in new/prolonged hospitalization and the outcome was the patient condition improved.